Event description:
One small piece of the acetabular cup inserter handle broke off onto the floor while using a mallet on the inserter handle to place the acetabular cup implant. The broken piece was found on the floor. The broken piece fit tightly into the space in the instrument without spaces present where it was broken off. The instrument and broken piece were saved, labeled and given to the charge nurse.